Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Upon follow-up, additional information was received indicating there was no performance issue with the lead. The lead had been removed in order to make room for a new lead.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The outer insulation breached depression, all conductors distorted, all conductors had blood/body fluid (not obstructed), inner insulation torn, outer insulation cosmetic depression, blood in/on helix/lobe mechanism, and the lead was stretched.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The outer insulation breached depression, all conductors distorted, all conductors had blood/body fluid (not obstructed), inner insulation torn, outer insulation cosmetic depression, blood in/on helix/lobe mechanism, and the lead was stretched.